Event description:
It was reported a patient did not wear a mask, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and pd therapy was ongoing. The patient was discharged from the hospital and recovered from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as the patient did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.